Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The logs captured that the site used o-arm auto registration during the spinalfusion procedure. Archive contained two o-arm exams with 192 slices and 0.83 millimeter (mm) spacing and thickness each. However, the software logs and archives were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues, but could not be detected in logfiles or archives. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that while in surgery, the surgeon noted an inaccuracy while using two drills. Both drills were reported to be off by 5mm in the superior direction. The medtronic representative (rep) replaced the drill bits on both, but the issue persisted. The rep noted that all other instruments used in the case were accurate. As a result, the use of the drills was abandoned. Later in the case, a second confirmation spin was taken. After that spin, the surgeon checked the accuracy of the drills, and noted they were accurate. However at that point, the surgery was over and the drills were not used. There was a delay of less than one hour. There was no impact on the patient's outcome.